Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during an unknown procedure on (B)(6) 2016. According to the complainant, the needle detached from the suture. On the second attempt, the needle detached and was stuck in the capio device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.